Event description:
Philips was supposed to replace my CPAP unit with a new one and they took months to finally get me one and it's used and dirty. There's a sticky substance on it. They refuse to answer the phone and hang up the line when I have been waiting 30 min. I need help and someone needs to hold them accountable. FDA safety report ID# (B)(4).